Event description:
An alert remote report was transmitted on (B)(6) 2015 due to shocks deactivation, whereas shocks were reportedly activated at that time.

Event description:
Reportedly, this patient has received multiple shocks between (B)(6) 2014 and (B)(6) 2015, however the home monitor is not sending alerts so the clinic was unaware of this.

Manufacturer narrative:
According to preliminary analysis results, the system operated as specified and as expected: the ¿shock off¿ alert was triggered on (B)(6) 2015 because shocks were deactivated prior to surgical intervention.

Event description:
An alert remote report was transmitted on (B)(6) 2015 due to shocks deactivation, whereas shocks were reportedly activated at that time.